Event description:
It was reported that device sterility was compromised. Following an ultrasound examination involving an ilab imaging system, it was noticed that a small amount of blood was present on the permanent sled because the permanent sled sterile bag had developed a hole under where the catheter was seated. There were no patient complications.